Event description:
A user returned the hot & cold back wrap - the user complained that it had burned her back. The user showed the store floor leader the burns, in which she took pictures of, and left in the store's office, along with the product. No further response was received regarding this event.